Manufacturer narrative:
(B)(4).evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the uniboard to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that the control module had a disconnected lcd screen. There are no images on the screen when powered up.